Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that the patient received inappropriate shocks and that the right ventricular (rv) lead was dislodged. It was noted that superior vena cava (svc) coil had low impedance. It was also noted that a short might have happened. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.